Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the lcd display screen was found to be illegible. The device's lcd display screen was replaced to address the issue. The device had physical damage consistent with being dropped.

Event description:
The manufacturer received information alleging a ventilator's display screen was damaged. There was no harm or injury reported.